Event description:
Prepared set up for placement of feeding tube. Guidewire intact upon opening new package. Attempted to place in left nostril as previous tube was. Pt had bloody nose noted from left nostril. Relubricated intact tube and attempted to place into right nostril. Advanced into throat and pt assisted by swallowing water. Advanced tube onto esophagus and into stomach without difficulty or resistance. Although pt had continual coughing spell with bloody, clear spectrum (bloody nose) and gagging. No tube coiling noted in back of throat or mouth. Untaped feeding tube and withdrew portion of tube to evaluate reasoning for coughing and gagging. Noted upon withdraw, guidewire poking out side of tube. Immediately withdrew entire tube. Phoned resident md. No further injury noted. Pt's voice hoarse and discussed purpose for npo status.